Event description:
Scalp cooling was completed for patient. Scalp hat was taken off after allotted 90 minutes observation. Reddish spot noted in cotton swab when cap was removed. No injury or skin breakdown noted.